Manufacturer narrative:
(B)(4). Batch # r94t70. Date of event: date of event is 2020. Event day and event month were not reported. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be functional. Then the instrument was disassembled to inspect the internal components and the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, after connecting with the generator, there was immediately an error message received that read "manual activation not successful." There was no patient consequence.